Event description:
An insulation and wire breach on the is-1 leg of the rv02 lead had resulted in noise. The lead was explanted.

Manufacturer narrative:
H.3. Evaluation summary: previously reported findings from the preliminary analysis are still valid. However, co further analyzed the device and have noted through a scanning electron microscope and an edx analysis that the sensing coil had melted and contained traces of titanium, an element from the ICD with which this lead had been used. The presence of titianium and the black discoloration previously noted provide further evidence that the lead had shorted to the ICD when the coil was exposed through an insulation break. The final analysis supports co's initial assumption that the lead may have been tightly wrapped around the ICD.